Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date of the index surgical procedure. In what tissue was the suture placed? Patient symptoms- describe the manifestation of reaction (location, severity, appearance, systemic or local reaction). Other relevant patient history/concomitant medications. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that a patient underwent an episiotomy repair on an unknown date and suture was used. It was reported that 1 day after the episiotomy, the wound was red and swollen. The suture was removed and the patient was resutured with a new one. Then patient's condition changed better. Additional information has been requested.